Event description:
During a ptca treatment procedure, the maverick2 monorail 15x2.5 mm balloon ruptured at three atms. The lesion being treated was calcified, 90% stenotic lesion in a very tortuous proximal right coronary artery. The physician used a 6f terumo introducer sheath for vascular access, a 6f heartrail jr4 guide catheter and a whisper ms guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'